Manufacturer narrative:
Findings: cracked reservoir tube lip, missing end cap sticker and scratched display window noted during visual inspection. Missing segments due to cracked and bleeding lcd glass also noted. Unable to perform prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to display anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a display anomaly. The blood glucose at the time of the incident was 323 mg/dl. Troubleshooting was not performed. The device was returned for analysis.